Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a button/keypad (tactile changes w/moisture) issue. It was reported that the up arrow button on the keypad was under responsive to user presses and there was moisture behind the display. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 9/21/2017 with the following findings: the pump was returned with moisture behind the display lens. During test, the pump powered on to a blank display therefore the investigation was unable to test the keypad buttons. There was no physical damage on the keypad. The keypad was removed and there was no contamination or moisture found. The pump was opened to inspect the interior and there was moisture observed on the keypad flex connector and throughout pump casing. The initial complaint of the alleged keypad button issue could not be adequately investigation due to the blank display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.